Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
On (B)(6) 2020, the patient had a controller fault alarm and found to have low flows/low speeds, no external power alarms, and pump off events. Log file review suggested the patient still had internal driveline damage. Related manufacturer report number #2916596-2020-05513.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed multiple pump stop events and associated alarms while the device was operating on both the power module and battery power. Based on previous complaint experience, the captured events appeared consistent with a potential driveline issue; however, a specific cause for the interruptions in pump function could not be conclusively determined through the evaluation of the returned driveline segment from heartmate ii lvas, serial number (B)(6). An onsite driveline repair was performed on (B)(6) 2020 by abbott personnel. The driveline was severed approximately 20" from the controller connector and the distal portion was replaced with no issues. The approximately 20" segment of driveline replaced by abbott personnel was returned for evaluation. The silicone jacket was removed and visual inspection of the bionate layer and braided shield were unremarkable. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the driveline did not reveal any damage to the insulation of the wires. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that could have contributed to an electrical short. The evaluation of the returned driveline did not reveal a device-related issue that would have contributed to a functional issue. The patient remains ongoing on vad support and no further related issues have been reported at this time. Multiple requests for additional information were sent to the customer; however, no response has been received at this time. The device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 19mar2015. There were also incidental findings of cosmetic damage to the silicone jacket that was observed approximately 2.5" to 4.0" and 8" to 13" from the controller connector; rescue tape had been applied in these areas. An additional tear was also observed approximately 15" from the controller connector. In heartmate ii left ventricular assist system (lvas) instructions for use (IFU), the "pump performance monitoring" section under "patient care and management" addresses damage due to wear and fatigue of the driveline. Section 6 outlines proper driveline care, instructing users to avoid twisting or bending the driveline as this may lead to wire damage inside. This section also explains that all hmii lvas drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. Section 7 explains all alarms associated with the system controller and power module, as well as how to troubleshoot. The heartmate ii lvas IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The heartmate ii lvas patient handbook is currently available. This document contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii lvad percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2020 the patient had multiple pump stops despite being connected to non-grounded cable. The event log was analyzed by technical services and noted multiple pump stops on both power module and batteries. The controller is referenced in manufacturer report number # 2916596-2020-05513.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had multiple pump stops while sleeping on batteries and power module back in (B)(6) 2020. This was linked to issues with percutaneous lead. It was recommended to immobilize the perc lead. Technical services performed a driveline repair on (B)(6) 2020. There were no immediate alarms after the repair. The exercised driveline was returned for evaluation. No further information was provided.